Manufacturer narrative:
Npb will notify FDA should further info be received.

Event description:
Nellcor puritan bennett received info that suggested that the device failed to cycle, while in pt use. The customer reported that there was no harm to the pt.